Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Event description:
Additional information: the trek balloon catheter was inflated six times to 14 atmospheres and the contrast mix was 50/50. User facility medwatch report received that states: cath lab patient for attempted balloon dilation of lesion. Upon attempting to withdraw deflated balloon, a fragment of the balloon sheared off from the device. Unable to retrieve in cath lab. Fragment retrieved during cagb [coronary artery bypass surgery] procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection was performed on the returned device. The reported separation was confirmed. The reported deflation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents/complaints from this lot. The investigation was unable to determine a conclusive cause for the reported deflation issue. The reported separation, removal of foreign body, additional treatment, surgical procedure and hospitalization appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. Attachment: user medwatch report #06-0119-2019-0006.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right coronary artery. A 3.0x20mm trek rx balloon dilatation catheter (bdc) was being removed; a negative was pulled and the balloon only partially deflated. About 20-25cm of the distal shaft of the bdc separated. Multiple attempts to remove the separated portion were made with snare devices; however, unsuccessful. The distal separated portion of the bdc remained in the patient anatomy at the time and palliative care was provided. A couple days later the patient was sent to open heart surgery and the distal separated portion was successfully removed. The patient is doing well. No additional information was provided.